Manufacturer narrative:
Livanova received a report of arterial line disconnection from of another manufacturer oxygenator assembled into a livanova circuit. The connection became disconnected during and after the priming process and is made by the customer. Procedure was completed with no issues and there is no report of any patient injury. The DHR review highlighted that the lot whose claimed product belong to was released as conform according to specifications. The unit was not made available for return, therefore not physical investigation on the unit could be performed. The analysis of the livanova complaint database did not identify any other similar event relevant to this circuit item code thus excluding any systematic manufacturing issue. Livanova investigation did not identify a root cause. It cannot be ruled out that a sub-optimal connection by the customer might have contributed to the reported event. The residual risk is acceptable. Since no root cause was identified, no corrective action is deemed necessary. Livanova will maintain monitoring the market for similar event. H3 other text: device not available.

Event description:
See intial report.

Manufacturer narrative:
No patient information has been provided. The lot of the complained smart tubing and connectors circuit is unknown, and need be confirmed. Therefore, also expiration date and UDI are unknown. The lot of the complained smart tubing and connectors circuit is unknown and need be confirmed. Therefore, also manufacturing date is unknown. Device is not available for investigation. Livanova USA inc manufactures the complained circuit. The incident occurred in (B)(6) united states of america. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not available.

Event description:
Livanova USA inc has received a report that, during priming, the arterial line disconnected from the outlet of an oxygenator made by another manufacturer. The disconnection occurred in a connection that is done manually by the customer. The disconnection occurred both before and after the tubing had been secured with a tie-band to the oxygenator outlet. The issue occurred prior to patient involvement.